Manufacturer narrative:
Correction: section b5 - "an x-ray was performed, and no anomalies were noted on the lv lead" should have been included as new information and not as a correction. Correction: section b6 - "x-ray" should have been included as new information and not as a correction. Correction: section g3 - the aware date should have been jan 8, 2026 rather than jan 20, 2026. Correction: section h2 - "additional information" should have been selected rather than "correction."

Event description:
New information received noted that an x-ray was performed, and no anomalies were noted on the lv lead.

Manufacturer narrative:
Correction: section b5 - "an x-ray was performed, and no anomalies were noted on the lv lead" should have been included. Correction: section b6 - "x-ray" should have been included.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance. An x-ray was performed, and no anomalies were noted on the lv lead. On (B)(6) 2025, the physician elected to cap and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance. On (B)(6) 2025, the physician elected to cap and replace the lv lead. The patient condition was stable.